Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer's blood glucose level was 225 mg/dl at the time of the incident. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer also stated the label on the back was worn off. Troubleshooting was completed but did not resolve the issue. Customer was advised to discontinue use of the insulin pump and revert to the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. P-cap/reservoir locked properly in place. Device received with serial number label damaged/faded. (B)(4).